Event description:
A valve on the ventriculoperitoneal shunt malfunctioned causing the pt to have increased hydrocephalus and associated symptoms. This required the revision of the shunt including the replacement of the valve. On (B)(6) 2016, the pt complained of 3 day progressive confusion, headache, and gait instability. A CT done on (B)(6) 2016 confirmed the hydrocephalus was likely related to shunt malfunction. The valve as the component causing the malfunction was confirmed upon surgical intervention and replacement on (B)(6) 2016. The original shunt was placed in 1985. The pt has undergone multiple revisions including a replacement of a valve in 1992.